Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a complaint for this device. A false positive detection occurred in labor <(>&<)> delivery department. No patient injury. No additional details have been provided.

Manufacturer narrative:
Evaluation summary: one 01-0034 device was received for evaluation. The investigation found a condition that may have caused or contributed to the reported event. The investigation found that when the accessories were connected and scanned in an area without a sensor present the system did not generate any alarms or a detection of the sensor. The accessories were reconnected simultaneously following the same test process with a sensor placed in the test area and detection alarm was generated during each trial. The front panel was removed to check for the ferrite ring and the ferrite ring was found to be installed. These ferrites have been known to cause issues with false positives. The investigation identified the root cause of the reported event to be the ferrite. Corrective action has been initiated. If information is provided in the future, a supplemental report will be issued.